Manufacturer narrative:
Additional FDA product codes include: dqo - catheter, intravascular, diagnostic dqe - catheter, oximeter, fiberoptic kra - catheter, continuous flush one model 774f75 catheter was returned for evaluation. The customer report of balloon leakage was confirmed. During visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. A supplemental report will be forthcoming when the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that before use of the swan-ganz catheter the balloon was leaking. The balloon was replaced to complete the procedure. There was no allegation of patient injury.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect that would have contributed to the reported event was identified. The device history record review was completed and the product passed without nonconformances. Manufacturing mitigations include a visual and dimensional inspection of the balloon while it is inflated, and a sampling of deflation time rate. The instructions for use provides guidance and instructions on device prep, and proper insertion techniques, including balloon integrity inspection, balloon inflation capacity, syringe size, and warnings and instructions on how to avoid balloon rupture.